Event description:
A peritoneal dialysis (pd) nurse reported during follow up that the pt was hospitalized with coagulase-negative staphylococci peritonitis from (B)(6) 2014. There had been no reported fluid leaks during treatment prior to the infection. The nurse indicated the pt practiced aseptic technique during treatment.

Manufacturer narrative:
Based on the 3 pages of med records info it appears that this pt required three hospitalizations on (B)(6) 2014 for gram negative staph peritonitis. This recurrent event led to the removal of the peritoneal dialysis catheter and start of hemodialysis. Pt had also had 5 episodes of gram negative staph peritonitis which led to the pt having peritoneal dialysis removed (B)(6) 2013. Peritonitis is a known complication of peritoneal dialysis, caused by poor aseptic technique or a break in the sterile field. There is no documentation in the med record that indicates a causal relationship between the liberty cycler, the cycler cassette, nor the peritoneal fluid and the diagnosis of bacterial peritonitis. The peritoneal dialysis catheter is not a fresenius manufactured product.